Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, when opening an altis during a case, the altis was missing the dynamic anchor. Only half of the dynamic anchor was on the suture portion of the sling [anchor separation]. A second altis was opened and the procedure was completed as planned. The defective device was not used and was passed off the sterile field upon opening the device.